Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The measureable dimensions of the items sent were examined and visually inspected. It was determined that these items conform to the designs and specifications. The locking cap could not be clicked open. Due to a lack of clinical data, the exact cause of the problem cannot be determined. Since the 3d head is strongly bent it is possible that the rod was improperly positioned through use of excessive force and thereby completely bent the 3d head. The visual investigation of the damaged locking cap also points to an error in handling. No product error could be determined. This complaint has been determined to be indeterminate. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
During the placement of the last locking cap it was impossible to fix it on the screw head. After a few tries, the doctor decided to replace the screw as the head was spread up. This is 1 of 2 reports for this complaint (B)(4).